Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 30jul2019. The reported problem was not duplicated by the customer biomed. The product support engineer advised the customer to perform a complete pvt before returning unit to service. Review of the service history indicates there have been no subsequent calls from the customer regarding this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a patient disconnect alarm. No patient or user harm was reported.